Event description:
A customer's mother reported receiving an error message that indicated there was an air bubble in the line of the cassette. Mother of patient would like to send in sample of cassette.

Manufacturer narrative:
(B)(4). Baxter is still attempting to obtain additional information regarding sample availability. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The care giver / mom (cg) was contacted on (B)(6) 2012. The cg stated she did keep the cassette, and is willing to send it to baxter. She stated she just received a sample return kit today for a different complaint and will return the cassette with the same box. She will put a note on the cassette for this complaint. Product surveillance contacted the home patient's caregiver on (B)(6) 2012 in regards to a system error 2240 alarm and she said she still had the cassette available to send back she just had not gotten around to it yet. She did not notice anything unusual with this cassette. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention. The actual sample is available and has been requested. Should the actual sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: the problem was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.